Event description:
2/2/98: pacemaker revision. Very high thresholds thought to be due to scarring of pt tissues. Ventricular lead ruptured papillary muscle of tricuspid valve. Pt underwent emergent tricuspid valve replacement. Sufferred fatal complications. When same pacemaker analyzer was about to be used on another pt, noted very aberrant readouts. Remembered prior case and felt that this may have caused or contributed to pt status (2/11/98). Expired 2/13/98.